Manufacturer narrative:
The reported issue of dim segments was confirmed on 2 out of 2 returned display boards. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested using a lvp mockup test fixture ((B)(4)) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. The root cause of the customer's report is attributed to a manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the customer was replacing 2 lvp display boards because of dim segments to the tenth digits.